Manufacturer narrative:
This report is submitted on (B)(6) 2017.

Event description:
Per the clinic the patient device was explanted on (B)(6) 2017 due extrusion of the receiver stimulator. There are plans to reimplant the patient with a new device; however this has not occurred as of the date of this report (B)(6) 2017.